Event description:
It was reported that the patients leads had high impedances and possible fracture was noted. It was also mentioned that the patient was experiencing inadequate stimulation. The patient will undergo revision. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073519.

Event description:
It was reported that the patients leads had high impedances and possible fracture was noted. It was also mentioned that the patient was experiencing inadequate stimulation. The patient will undergo revision.